Event description:
It was reported that the wake button on the customer's device was not functioning. There was no adverse impact to the customer's blood glucose level. No additional information was received regarding the outcome of the event.